Manufacturer narrative:
Evaluation of the returned product found a different failure than what was originally reported. One catheter with monoject 1.5cc limited volume syringe was returned for evaluation. No introducer or contamination shield was returned. The balloon inflated but could not maintain inflation due to an interlumen leakage in the backform between the inflation and distal lumens. The proximal injectate lumen was found patent without any leakage or occlusion. No visible damage to the balloon latex, catheter body or returned syringe was observed. Balloon inflation testing was performed using the returned syringe with 1.5cc air. Visual examinations were performed under microscope at 10x magnification and with the unaided eye. A review of the manufacturing records indicated that the product met specification at the time of release. The customer report of eccentric balloon issue was not confirmed, however, an interlumen leakage in the backform was confirmed as related to the manufacturing process. An investigation is underway to determine what actions are needed to prevent recurrence of this type of complaint.

Event description:
It was originally reported that "the balloon inflated eccentrically before use." No patient injury was reported.